Manufacturer narrative:
The pre-temperature test was performed at 60k. After 1 minute the front temperature was 103f and the rear temperature was 88f. The ambient temperature was 77f. The motor was in good condition. The collet was 132f after 1 minute. The customer's compliant was confirmed. The collet was worn and the lever switch magnet holder was broken. The collet and the lever switch magnet holder were replaced. The device was repaired and successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during pre-operation the handpiece overheated. There was no patient involvement.